Manufacturer narrative:
Concomitant medical product - lcck nexgen articular surface catalog # 00599403023 lot # 60350303. Patella reamer blade catalog # 00597909546 lot # 62025143. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation  has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was experiencing pain and swelling with the knee being warm to the touch. Patient was revised due to patellar tendon rupture.

Manufacturer narrative:
(B)(4). Implant was not removed during procedure.

Event description:
It was reported that after a knee arthroplasty, the patient was experiencing pain and swelling with the knee being warm to the touch. The patient underwent a procedure to repair a patellar tendon rupture.

Manufacturer narrative:
Concomitant medical products: lcck femoral component, catalog # 00599401492, lot # 61533945, lcck stemmed tibial component, catalog # 00598800300, lot # 61524439, distal femoral augment block, catalog # 00599003421, lot # 60471100, distal femoral augment block, catalog # 00599003421, lot # 67550200, stem extension straight 18mm, catalog # 00598801018, lot # 61314517, stem extension straight 11mm, catalog # 00598801011, lot # 60361987. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Operative notes were provided but they do not indicate when the patellar component was implanted. Review of the surgical notes from revision surgery indicates that the femur, tibia and patella were checked for looseness but none was found. Based on the provided surgical notes, the patient had undergone 4 surgeries over 4 years, and there was no issue observed with the patellar component. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Per the package insert of the patellar component, fracture/damage of the surrounding tissue is a known potential adverse effect of the total knee arthroplasty. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.